Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their physician had notified them that their implantable cardiac monitor (icm) was not working. Follow-up was conducted to obtain information on the device, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications were reported as a result of this event.

Event description:
Follow-up was received from the clinic that the patient was referencing a competitor product that was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.